Event description:
The customer reported that the tip of this suture hook broke off during use and was retrieved. It was further reported that the procedure was completed with no associated injury or delay.

Manufacturer narrative:
Investigation findings: the suture hook was received for eval without the detached portion. During a visual examination, it was noted that the needle was detached at the weld and the outer tube was bent. An investigation remains in process for this failure mode. Conmed linvatec will continue to monitor this product for failures. The info for use (IFU) provided with each product cautions the user on the following: avoid lateral stresses to the instrument or device function may be compromised and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features.